Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images shows ap and lateral views of lumbar spine show degenerative disc collapse worst at l5 but present at other levels. Stenosis is also reported. Surgical treatment includes decompression and fusion l2 to ll5. Fusion is left short of the very arthritic l5 level. Subsequent films show lysis about the l5 screws requiring pmma augmentation and extension to the s1 level.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.